Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this atrial lead was surgically abandoned. It was further reported that this lead had pacing impedances greater than 2000 ohms and a lead fracture, located near the patient's clavicle, was seen by the physician. No adverse patient effects were reported.